Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that database size was substantial and unable to shrink. A technical support specialist has proceeded with dropping the database and performing a full synchronization. It has been confirmed that no retry errors are present. The full synchronization has been successfully completed, and the recovery model has been verified to be set to simple. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was slow and getting slower the longer they are trying to use it throughout the day. Customer indicated that there was a delay in the dispensing of medication caused by a reported malfunction. There were no adverse events or injuries reported based on this event.